Event description:
It was reported that during implant of the right ventricular (rv) lead the helix would not extend. Helix extension could not be seen on fluoroscopy after 30 turns. Upon removal from the body the helix still would not extend after 40 turns. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix was over-retracted, and the lead was damaged at implant.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.